Event description:
It was reported that the patients lead were corroded due to a white substance coming out from the ipg. The leads were broken after multiple attempts when the physician tried to disconnect leads from the ipg during an ipg replacement procedure. The broken leads were explanted however, the tips of the leads remained at the ports of the explanted ipg.

Manufacturer narrative:
Unk-p-scs-linear_leads. The returned part of the lead was analyzed and visual inspection revealed that it was stuck within the ipg port. The proximal end of the lead revealed that the spacer between contact no. 8 and the retention sleeve was crushed by the ipg setscrew. With all the available information, boston scientific concludes that the allegations of difficulty removing the leads from the ipg and lead damage have been confirmed. It appears that the lead proximal end was not fully inserted into the ipg port when the set screw was tightened.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead were corroded due to a white substance coming out from the ipg. The leads were broken after multiple attempts when the physician tried to disconnect leads from the ipg during an ipg replacement procedure. The broken leads were explanted however, the tips of the leads remained at the ports of the explanted ipg.